Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There were no nonconformances related to this event. Device return and disposal has been completed under recall fca-052. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Correction to no recall initiated in u.s. The devices effected were not distributed in the u.s.

Event description:
It was learned during a recall investigation that the 3300tfx magna ease box and valve container were incorrectly labeled for a size 23mm, which was different from the labeling on the valve tag (correct size of 25mm). This device was not implanted in a patient. There have been no reports of any adverse patient effects.